Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working during a hospitalization. The customer stated that the hospitalization was due to non-diabetes related. The customer stated that the blood glucose went high around 300 mg/dl. The customer stated that they had to revert to manual injections. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the lcd window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.